Manufacturer narrative:
Per the tandem user guide: check your infusion set tubing daily for any leaks, air bubbles, or kinks. Air in the tubing, leaks in the tubing, or kinked tubing may restrict or stop insulin delivery and result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing had a kink after customer had bent patient line. Customer¿s blood glucose level ranged from 400 mg/dl to 450 mg/dl. Reportedly, a new cartridge was loaded to address the issue and insulin delivery was resumed.